Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with connector "broke" inside the PICC lumen. PICC needed to be replaced.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. Only a photo was submitted for review. DHR review could not be performed as the lot number was not provided. Probable root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with connector broke inside the PICC lumen. PICC needed to be replaced.